Event description:
Philips received a complaint by the customer on the v60 indicating that the devices battery is not charging. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer is having an issue charging the battery. He stated the circulation fan is turning off and on every 4 seconds. He tried a different battery from another unit and it operated fine. The rse recommended to have the original battery charge since it was only at 13 volts. The customer decided to order a new internal battery. The rse provided parts ID per customers request to resolve the issue. The customer called back into technical support and further troubleshooting took place. The customer informed that the initial battery in the unit was low at 12.5vdc. Voltage did not increase after charging for 2 days. Swapped that battery into another unit and it charged to over 16vdc. Placed another battery into this unit with a battery voltage of 14.2vdc, charging overnight and did not increase the voltage. Verified that the battery led is flashing and the fan cycles indicating it is trying to charge the battery. The customer has now swapped the original battery back in after charging in another unit. The customer performed the pvt battery test, and it passed. Allowing the battery to charge and it is now back up to 16vdc. Verified pm printed circuit board assembly (pcba) part number of 1153636, fco66had been completed 2000 operation hours ago. Customer did state that this battery was purchased from parts source as they were not available through philips. The % battery is reading zero. If unit passes pvt battery testing again and fully charges it is going to be placed back in service, but a new battery is o/o (backorder) through philips. Per good faith effort (gfe) response, it was confirmed that the biomed customer conducted the battery test for 20 minutes, and all passed. No further information was obtained. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.